Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, when they disconnected the left hepatic pedicle, the blood vessels were leaking due to the unformed staples that had an incomplete staple line proximally, it took more than thirty minutes to stop the bleeding that was not more than 500ml. They replaced other brands of cutting closures for re-sewing to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.